Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s bg was lower than the cgm (bg and cgm values were not provided). The patient had gotten out of bed, became dizzy, passed out, and fell a result of a low bg. The fall caused the patient to wake. The patient was treated with food and stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.